Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device identifiers have been requested. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery.

Event description:
The surgeon reported performing postoperative gonioscopy and observing that the stent is not fully seated and is hanging. Additional information has been requested.